Event description:
The customer reported "odor/smells". The asp field service engineer (fse) went to the facility and found oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter and the catalytic converter. He ran a test cycle, verified proper operation and no oil mist.